Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery-obtuse marginal bifurcation. A 2.75 x 38 synergy drug-eluting stent was used for treatment but failed to advance. A ono bsc extension guide catheter was used, but still couldn't negotiate the band. The device was removed with no resistance felt; however, it was noticed that the stent struts were distorted. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6). Device evaluated by MFR: during analysis proximal stent damage was noted. The stent damage and the inability to advance was most likely due to anatomical factors as it was reported that the anatomy was moderately tortuous, stenosed and there was an acute angle at the challenging lesion site at the vessel bifurcation. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery-obtuse marginal bifurcation. A 2.75 x 38 synergy drug-eluting stent was used for treatment but failed to advance. A ono bsc extension guide catheter was used, but still couldn't negotiate the band. The device was removed with no resistance felt; however, it was noticed that the stent struts were distorted. The procedure was completed with a different device. No patient complications reported.